Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56. Serial/lot: (B)(4). Description: avista MRI perc lead kit 56 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device discarded.

Event description:
A report was received that the patient underwent an explant procedure due to insufficient pain relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56; serial/lot: (B)(4); description: avista MRI perc lead kit 56 cm. Device not returned.

Event description:
A report was received that the patient underwent an explant procedure due to insufficient pain relief.

Manufacturer narrative:
Additional information was received that the physician believes it is unlikely that the headaches were device related.

Event description:
A report was received that the patient underwent an explant procedure due to insufficient pain relief.

Manufacturer narrative:
With the available information, boston scientific concludes that the insufficient pain relief was not a result of device anomaly. Also, the physician reported that the patient headaches were unlikely related to the device. The returned ipg (sc-1200, serial number (B)(6)) and leads (sc-2408-56, serial numbers (B)(6)) were analyzed, passed all tests performed, and exhibited normal device characteristics. Based on the available information, the engineers concluded that there was no problem detected with the explanted ipg and leads.

Event description:
A report was received that the patient underwent an explant procedure due to insufficient pain relief. Additional information was received that the patient indicated also experiencing headaches. No further information could be obtained. Additional information was received that the physician believes it is unlikely that the headaches were device related.

Event description:
A report was received that the patient underwent an explant procedure due to insufficient pain relief. Additional information was received that the physician believes it is unlikely that the headaches were device related.

Manufacturer narrative:
Additional information was received that the patient indicated also experiencing headaches. No further information could be obtained. Device remains implanted.

Event description:
A report was received that the patient underwent an explant procedure due to insufficient pain relief.